Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The field service representative (fsr) observed smoke/fire on the cnn board of the architect c4000 processing module during an onsite visit. The fsr identified that cnn board, cnn 31 cable & hcw pump (with smell of burnt parts) were burned. There was no damage to the customer facility. No impact to patient management or user safety was reported.

Manufacturer narrative:
A complaint investigation was conducted for the architect c4000 serial number (B)(6). When troubleshooting the issue of visible smoke and burning odor, the field service representative discovered evidence of burning/charring on the bd, cnn, c4 (rohs). The bd, cnn, c4 (rohs)_ and a blown pm fuse, 1a (rohs). Both the bd, cnn, c4 (rohs) and pm fuse, 1a (rohs) were replaced and deemed the cause for the issue. The instrument service history for the architect c4000, serial #(B)(6). Verifies no subsequent issues have been reported related to charred/burned parts after service intervention. A review of tracking and trending did not identify any trends regarding the event. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was found to be adequate for the complaint issue. Based on our investigation, no systemic issue or deficiency was identified.

Event description:
The field service representative (fsr) observed smoke/fire on the cnn board of the architect c4000 processing module during an onsite visit. The fsr identified that cnn board, cnn 31 cable & hcw pump (with smell of burnt parts) were burned. There was no damage to the customer facility. No impact to patient management or user safety was reported.